Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's pump was having power spikes. It was noted the patient had an infection at the time of unknown etiology requiring wound dehiscence and wound vac. The elevated pump power was greater than 7 on the day of admission and was sustained for 2 hours, at which point, the patient was instructed to be admitted to hospital for further workup. While admitted from (B)(6) 2018 to (B)(6) 2018, the patient was treated for subclinical pump thrombosis with tissue-type plasminogen activator (tpa) and heparin. It was noted that thrombosis was not confirmed, and their lactate dehydrogenase (ldh) was elevated at this time. The likely pump thrombosis improved with the heparin and lytic therapy. Their ldh stabilized near their prior baseline. From an echocardiogram with doppler, they also noted that the patient's left ventricular ejection fraction was 10-15%, the left ventricular end diastolic dimension (2d parasternal) decreased from 8.4 cm at 9,400 rpm to 7.6 cm at 10,000 rpm. There was mild mitral regurgitation at baseline from the parasternal views, and this was unchanged during ramp study from the parasternal views. The patient had a severely increased left ventricular internal cavity size, mild to moderately enlarged right ventricle, and mildly reduced right ventricular systolic function. It was also noted that the patient had a tricuspid valve prosthesis; radiology results from (B)(6) 2018 indicated status post tricuspid valve annuloplasty.